Manufacturer narrative:
H10: a vyaire field service representative (fsr) went onsite and evaluated the ventilator. It alarmed vent inoperable. Bench testing revealed faulty mainboard and has been ordered.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported to vyaire that the vela ventilator is on vent inop status. There is unknown patient involvement on the associated event.